Event description:
The customer reported that after 3 cases, the image goes white, technique goes max. No pt injury was reported.

Manufacturer narrative:
The service rep troubleshoot unit and found camera cooler circuit not cycling properly. Fluoro functions board ordered for delivery 11/20/07. Repair completed.